Event description:
The customer reported to olympus the oes elite high-definition autoclavable telescope displayed a broken, black image. The issue was observed during an unspecified event. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the broken optical system.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The distorted image was caused by damaged parts inside the optical system. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report: patient identifier: (B)(6). Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed prior to the procedure, during preparation for use. There were no reports of patient harm or impact associated with this event. The initial reporter¿s occupation was reported as a health professional in the biomedical department. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed prior to the procedure, during preparation for use. There were no reports of patient harm or impact associated with this event.